Manufacturer narrative:
A review of process records for lot 2271a1 revealed no non-conforming process samples. Product was produced according to validated quality and manufacturing procedures. Components were approved for use per quality system requirements. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient used the product for approx three days but reported pain immediately upon applying. The patient's physician advised to discontinue use of the device. Patient outcome was not noted.